Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was returned for evaluation; the event was confirmed during testing. The device was to be affected by a hole in the hose. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction event in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. There was no patient involvement; no patient impact.